Event description:
It was reported that a patient underwent a sling procedure on (B)(4) 2000. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a vaginal hysterectomy and a surgical procedure on (B)(6) 2000 and a sling was implanted. The patient underwent mesh erosion/revision/reconstruction and removal surgery on (B)(6) 2001. The patient underwent another mesh removal surgery on (B)(6) 2009 due to pain, vaginal wall erosion and dyspareunia. This is one of two medwatches being submitted as two devices were involved. See also medwatch 2210968-2012-02843. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).